Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp therapy and intermittent undersensing was observed on the device. Patient was asymptomatic. Programming changes were recommended. Patient will continue to be monitored. No further information available.